Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used with an encore inflator during a percutaneous nephrolithotomy procedure. According to the complainant, during the procedure, the encore inflator gave incorrect readings causing the balloon to burst inside the patient. The balloon was connected to the inflator and inserted into the nephrostomy tract. The physician began to inflate the balloon and noticed that the pressure gauge on the inflator was not moving while the balloon was inflating. The physician then tapped on the pressure gauge and the needle moved up slightly, then fell back to zero. The physician continued to inflate the balloon when it burst inside the patient. It is unknown at what pressure the balloon burst. The balloon was retrieved from the patient with no pieces missing. The physician completed the procedure with a metal rigid renal dilator set with no complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4) and (B)(4) relate to (B)(4) and (B)(4) respectively for the reported events of "gauge failed to give correct readings" and "balloon burst."